Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection showed the heater tray making contact with the top cover. Upon power up, the cycler touch screen test failed when the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The cycler underwent and passed a simulated treatment, cycler weighed fill volume checks, system air leak test and a valve actuation test. The load cell verification was out-of-specification. The go/ no go gauge check failed on the left side of the heater tray. The heater tray did not bottom out on the left side, front corner of the heater tray when placing a 5000 gram weight on the tray. An internal inspection of the cycler showed that the load cell was improperly at an angle on the load cell bracket. The cause for the blank screen was due to an internal short present on the transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. There were no other discrepancies during the internal inspection of the returned cycler. After straightening the load cell on the load cell bracket and recalibrating the scale, the load cell verification passed. After adjusting the left set screw on the heater tray mounting base, the go/ no go gauge check passed. A review of the device manufacturing records revealed there were no deviations or non-conformances during the manufacturing process. A device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the alleged event was unconfirmed, however, the encountered blank display issue cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A contact for a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler is receiving soft alarm patient line is blocked during drain 2. The contact stated the patient drains better sitting but that it was disturbing their sleep. The fresenius technical support representative reviewed the treatment data and found the patient experienced a large drain. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. It was reported that an alternate treatment plan was available. Additional information has been requested, however, to date a response has not been received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.